Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd fox¿ extraction tubes contamination occurred. The following information was provided by the initial reporter: after consecutive rounds of decontamination, customer found contamination on product during an environmental run after consecutive rounds of decontamination of the lab, customer swabbed the inside of stated reagent box after using fresh ppe and before the reagent boxes were put into the lab. Customer is not ruling out that the boxes of reagents were contaminated before delivery.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01463 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd fox¿ extraction tubes contamination occurred. The following information was provided by the initial reporter: after consecutive rounds of decontamination, customer found contamination on product during an environmental run after consecutive rounds of decontamination of the lab, customer swabbed the inside of stated reagent box after using fresh ppe and before the reagent boxes were put into the lab. Customer is not ruling out that the boxes of reagents were contaminated before delivery.